Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a permanent procedure. Post-op, the pt could not move his left leg and later experienced numbness. A CT scan was performed and did not reveal any anomalies. The pt was given steroids to help resolve the issue. The pt is improving, but has some weakness in his left leg. Attempts to gather add'l info were unsuccessful. No further info is available at this time.